Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that both fibers broke at the shaft. The procedure was completed with a different laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.